Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx1000 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the patient, female, (B)(6), more than 5 months after colon cancer surgery, was inserted into the central indwelling catheter (bad) through the right brachial vein on (B)(6) 2021. The insertion process went smoothly. The insertion length was 39vm and exposed 5cm. When the patient underwent intravenous infusion at 11:00 on (B)(6) 2121, it was found that the blood could not be drawn back, and the intravenous injection of normal saline had resistance. The film was replaced under aseptic operation. When the length of the tube was adjusted, the tube was found to be broken in the body the length of the tube left in the body is about 35.5cm, pull out the tube 8.5cm, immediately give the proximal end of the limb to tighten the tourniquet, the patient will brake, take the head high and low, notify the doctor in charge, the head nurse, and urgently ask the intervention department for consultation at 11:25, the foreign body was removed from the pulmonary artery under local anesthesia and returned to the ward at 12:25."